Manufacturer narrative:
The stent partially deployed into the intended vessel. There was no vessel damage when it was removed. The procedure was successfully completed with another stent. There were no complications for the patient following the procedure. The patient was discharged. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Event description:
During angioplasty with stenting to the superficial femoral artery using a smart flex stent, while positioned to deploy the stent, the distal tip of the stent delivery system broke away from the stent delivery system and lodged onto the wire. The stent had also partially deployed (about 1 cm). The device was withdrawn by snapping the sheath to withdraw the partially deployed stent. The patient had undergone an angioplasty to the superficial femoral artery 3 months previously and returned with claudicant symptoms. The packaging of the smart flex device was noted to be intact and opened in a sterile field; no damage to the packaging was noted. The smart flex stent was prepped in line with the IFU. It was loaded onto a .035 exchange wire (non- cordis) and there was no difficulty observed loading the stent onto the wire and was inserted into a cordis bt 6f sheath. There was no resistance felt inserting the stent into the sheath. The lesion in the sfa was estimated to be approximately 20-30% stenosis at a length of 10cm. The smart flex stent was positioned correctly within the lesion according to the stent markers but the physician was unable to deploy the stent as the distal tip of the stent delivery system had broken away from the stent delivery system and had become lodged onto the wire (wire sent for inspection); the stent had only partially deployed distally (less than 1cm of stent was visible from the stent delivery system. The physician then withdrew the stent delivery system with the partially deployed stent from the patient but had to snap the sheath to withdraw the partially deployed stent through the sheath. A photograph was received showing an" image of distal tip if aren't delivery system which dislodged and prevented full stent deployment."

Manufacturer narrative:
Additional information was received that "the patient is (B)(6) old male. Diabetic, well controlled. Second subintimal pta, first subintimal pta had been done only 3 weeks prior to repeat attempt. Hence the plan to stent if at all possible. My 2 indications, bale out and early re-intervention. Weight - average build." Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an angioplasty procedure, the distal tip of a 5 x 200mm smart flex stent separated from the stent delivery system (sds) and the stent partially deployed. The sds and stent were removed without difficulty while the distal tip of the sds was removed from on the guidewire with no reported patient injury. The event involved a (B)(6) male with a past medical history of well controlled diabetes and recent subintimal angioplasty (3 weeks before the index). The patient presented with a recurrence of his claudication symptoms and was undergoing treatment of a lesion in his superficial femoral artery that was described as 20-30% stenosed and 10cm in length. The site reported that the smart flex sds packaging was intact without damage and that it was prepped according to the instructions for use (IFU). The sds was loaded on a 0.035¿ non-cordis guidewire and inserted through the 6f brite tip catheter sheath introducer (csi). No difficulty was experienced while loading the device on the guidewire or while inserting it through the csi. The stent was advanced into the lesion with the stent markers in the correct position. Difficulty was experienced while trying to deploy the stent. During attempts to deploy the stent, the distal tip of the sds broke away and lodged on the guidewire and the stent partially deployed (about 1cm) distally. The physician withdrew the sds with the partially deployed stent but had to ¿snap the sheath¿ in order to successfully remove it. The distal tip was removed on the guidewire. There was no vessel damage reported and the procedure was successfully completed with another device. One non-sterile unit of self expanding stents smart flex 5x200 vas, 80cm was received coiled inside a plastic bag. The device was received the outer and the inner member separated. The outer member presented a kink condition at 85 cm from distal tip end. Inner member was received with a guidewire inside, also the inner member presented an accordion condition on its proximal tip end. The stent involved was not received for analysis. No other issues were found. Functional analysis could not be performed since the device presented the inner and the outer member separated. Sample was analyzed under vision system and also sent to sem station. Sem results showed that the inner and the outer member presented evidence of elongations. Also the inner member presented an accordion condition. These conditions found could be related to tension forces applied to the device with an unknown object. Also the guidewire inside of the inner member could be a factor that induced the tension conditions applied to the device due to the guidewire presented friction on the inner member. No other anomalies were found during sem analysis. A review of the manufacturing records revealed that the lot of product met specification prior to release. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. The reported failure by the customer ¿stent delivery system (sds) / deployment difficulty-partial deployment (peripheral)¿ was not confirmed since the product could not be properly evaluated due to the separation condition and the involved stent was not received for analysis. The reported failure by the customer ¿catheter tip - smart/flexstent/smart control/precise / separated-in patient (peripheral)¿ was not confirmed since the tip was received attached to the inner member. The cause of the events experienced by the customer as well as the kink and the outer and inner separation conditions found could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The product instructions for use (IFU) states that if resistance is encountered at any time during the insertion procedure, the user is cautioned to not force passage since resistance may cause damage to the stent or lumen. If resistance if felt during the initial retraction of the outer deployment sheath, deployment should not be forced. The sds should be removed without stent deployment. The reported ¿stent delivery system (sds) ¿ deployment difficulty-partial deployment¿ and ¿catheter tip-smart/flexstent/smart control/precise ¿ separated-in patient¿ events could not be confirmed since functional testing could not be performed and the stent was not received. Sem analysis revealed evidence inner and outer member elongation consistent with tensile forces with an unknown object. Based on the information provided, procedural and handling factors (as evidenced by the sem analysis) may have contributed to these events. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.